Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02404. It was reported that the patient presented with atrial lead pacing failure due to lead abrasion or loose connection with the pacemaker interface. The physician performed the atrial lead replacement operation on the same day. When the new lead was implanted, the lead helix could not be smoothly screwed out. The lead was replaced with a passive atrial electrode. When the new lead was connected to the pacemaker, it could not be screwed on the pacemaker interface and the silicone ring fell off. The pacemaker was explanted and replaced. The patient was stable.